Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation procedure, when the iol was inserted, the doctor noticed a deep scratch in the middle of the iol as it opened. The lens was removed in an initial procedure. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).